Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection. On 17jun2024, the patient called coordinator noting drainage after dressing change following tug on driveline. The patient came to the clinic same day and was started on doxycycline. The drainage was cultured, and cultures were positive for pseudomonas on (B)(6) 2024, at which time the antibiotics was switched to cipro (ciprofloxacin). An abdominal ultrasound was performed on (B)(6) 2024 which demonstrated fluid collection 4cm from driveline exit site, measuring 2.5 x 1.4cm. Drainage was still present but was being monitored as outpatient as of (B)(6) 2024. The patient was continuing cipro as outpatient. The plan of care was to follow up with infectious disease (ID) and continue to monitor as outpatient on antibiotics.